Event description:
The customer reported obtaining erroneously low or negative patient sample results involving the unicel dxi 800 access immunoassay system. The customer supplied archived data which indicated negative results of approximately zero on several assays including gi monitor (for quantitative determination of ca 19-9 antigen), afp (alpha-fetoprotein), and cea (carcinoembryonic antigen). The results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. It is unknown of exactly which assays and which patient results in the supplied archived data were affected by this event. Actual patient result data for the patients in question has not been supplied by the customer. The customer stated that quality control (qc) results were within specifications before and after the event. Beckman coulter field service engineer (fse) was dispatched and reported that the customer alleged twenty-nine (29) erroneously low patient results in connection to this event. The fse stated that the customer was unable to obtain repeat results for the 29 patient results. The fse noted a pinhole in tubing of pipette #1 and proceeded to replace the tubing. Repair was verified per established procedures and results met published specifications. The fse indicated that a pinhole in pipette #1 was the cause of this event.